Manufacturer narrative:
New information was received from the customer which showed that the device did not malfunction as was initially reported, but that the device operated within specifications. Based on the new information received from the customer, this event is no longer a reportable one.

Event description:
After further communication with the customer it was determined that the customer examined the samples and confirmed that the samples were within the max and fill line ¿ thus no overfill occurred. The bd vacutainer buffered sodium citrate (9nc) blood collection tubes functioned within specifications.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes over filled. No serious injury or medical intervention was reported.